Manufacturer narrative:
The device was reprogrammed to mitigate the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker, and other manufacturer's right ventricular (rv) lead, underwent a non-device related surgical procedure. During the procedure a three second pause was noted on telemetry. Review of device data revealed previous high out of range pacing impedance measurements had been recorded. No adverse patient effects were reported.

Manufacturer narrative:
The device was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient underwent a system replacement procedure. Out of range impedance measurements and noise continued to be observed. During the explant procedure lead on lead abrasions were noted. The system was successfully explanted and replaced. No adverse patient effects were reported.